Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface. Force test was performed, in accordance with bwi procedures. The returned sample was connected to carto 3 system and error 106 was displayed on the screen. For this reason, the catheter was dissected on the tip area, loss of electrical continuity of the green paired wires to sensor was found. Concluding that is an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device 30467244m number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified reddish material inside the pebax and a hole on the surface. During the procedure, as soon as ablation was engaged, the vector flipped over on itself and the contact force shot up to 100 grams. The cable was disconnected and reconnected several times but the issue persisted. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued and the procedure was completed without patient consequence. The force issue is not MDR-reportable. The hole on the pebax is MDR-reportable.